Event description:
The customer states the ventilator does not pass volume tests. The nellcor puritan-bennett factory service technician verified that volume was out of specification at 1890ml when set to 2800ml, more than 10% and was unable to perform the leak test. The technician inspected the device and replaced the cup seal. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.